Event description:
A peritoneal dialysis patient has reported that she noticed that at the end of her treatment that the two plastic domes have fluid in them. The patient was not connected to the cycler. There is no information of any ill effect. There is no sample available for an evaluation.